Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-02672. It was reported the patient wanted her scs system removed because it was not providing effective pain relief. Date of the explant procedure was undetermined at this time.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-02672.